Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging and quicker battery depletion. It was also noted that stimulation would intermittently turn off. Database analysis of the battery discharge revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient underwent an ipg replacement procedure and was doing well postoperatively.